Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient could not get stimulation on a programs since the day after implant. Also reported was that the patient has an electrocution feeling in their toe at night and other times when their toe was pointing. The patient reported that their left foot has had a neuroma since implant. The patient has "hammer toe" and not much sensation on the second toe since the end of (B)(6) 2016. Furthermore the patient's third toe was reported to be moving to the right and overlapping in the last 6-8 weeks. The patient reported that their left big toe has "halluxvarus" and it grows to the right side since (B)(6) 2016. The patient requested information on "vaser treatment" and that they would continue to work with their healthcare provider (hcp) to figure out the issue. The patient's hcp told the patient that they had never heard of permanent toe damage with implant, the patient stated that they are considering removing the device, no scheduled plans to do that at this time, and use medication. The patient was advised to follow-up with their hcp and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.